Manufacturer narrative:
On 2-aug-2021, bwi received additional information regarding the event. It was reported that no air was being introduced into the patient during the procedure. No medical intervention was required. The patient had no experienced any neurological symptoms post-procedure. Additionally, on 2-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-sep-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve let go air inside. During aspiration of the vizigo, the hemostatic valve let go air inside. Aspiration to remove any air-bubbles was just possible while closing hemostatic valve manual by using the thumb and wet sanitary napkins. Procedure could be finished with this vizigo sheath. Procedure could be finished normally. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place, however, it was found kinks in the shaft area. The returned sample was connected to a cool flow pump and no leakage was observed in the hemostatic valve, however, the vizigo sheath was leaked from the shaft in the damaged area. The shaft was cut off in order to verify if the hemostatic valve presented leakage, no leakage was observed. Microscopic examination in the shaft was performed and was observed that the root cause of the leakage could be related to a hole observed on the shaft. No other anomalies were observed. The kinks marks and hole observed on the shaft that could be created by elongation revealed that excessive force could be applied during the shipping process since the customer is not reporting this damage. For this condition, the airflow test cannot be performed at this time. A device history record evaluation was performed for the finished device 00001583 number, and no internal action related to the complaint were found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve let go air inside. During aspiration of the vizigo, the hemostatic valve let go air inside. Aspiration to remove any air-bubbles was just possible while closing hemostatic valve manual by using the thumb and wet sanitary napkins. Procedure could be finished with this vizigo sheath. Procedure could be finished normally. No patient consequences. The air flow into the side port is MDR-reportable.